Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to operate within specification. The evaluator found the speaker to function as intended and observed no visual abnormalities that could cause or contribute to the reported problem. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low audio. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.